Manufacturer narrative:
(B)(6). Concomitant products: cat#: 195251; lot#:373080 - vngd xp inlk pri tib tray 75mm. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record of the tibial tray part suggested that there were 8 parts that had deviations from standards due to cosmetic reasons out of which 1 part was scrapped. Review of the device history records of the lateral bearing found no deviations or anomalies. Compatibility check carried out and was found that the part numbers: 195251 and 195367 are compatible. This device is used for treatment. A complaint history review for the same issue identified no other complaints for part number 195367 and no other complaints for part and lot number search. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Risks associated with reported condition are addressed in the I/o risk table for vanguard xp as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint - (B)(4).

Event description:
It was reported that during a total knee arthroplasty carried out on (B)(6) 2014 on the left knee, the cement restrictor did not prevent the cement from flowing into the tibial tray locking bar channel and the cement damaged the rim of the lateral bearing.